Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the door unable to open and required maintenance. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-oct-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the double aux tower had two doors that were failing constantly. A field service engineer (fse) serviced all the latches and cables and then restarted the station. The customer was able to recover the failed storage space and successfully performed a few transactions for testing purposes. Preventive maintenance was completed. The system functioned as intended after the field service engineer repaired the device.